Manufacturer narrative:
Reporter details updated.

Manufacturer narrative:
Reporter details updated.

Event description:
It has been reported that the spare pad is damaged. There is a hole in the foil pouch.